Manufacturer narrative:
The customer¿s experience with a pca pump calculation that were different from syringe volume was not confirmed. No details, on what the customer expected vs what the customer observed, were provided, therefore no definitive conclusion can be made. A log review was performed on the returned pcu. The most recent programmed infusion on the source pca module was for drug ID 193 (morphine). The infusion was started on 23november 2018 completed when the pca module was channeled off on 24november 2018 at 1:18 pm. There was a programmed loading dose of 2.5ml and total of 52 pca requests for a total volume infused of 54.5ml. There were no programming anomalies observed during the course of the infusion. Functional testing could not be performed on the source pca module. The pca module was not returned to cad. Service received the pca module and was unable to duplicate the customer¿s complaint of accuracy issues. Preventive maintenance and calibration was performed on the source pca module. The device was then returned to the customer a review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was patient involvement.

Event description:
The customer reported that the pca pump calculation were different from syringe volume. The customer stated; " no negative patient involvement has been reported." Although requested, no additional information about the patient, medication, or event provided.